Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside the united states.while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported aviva system blood glucose results of 9.5 mmol/l and 4.5 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent. Lot not provided.